Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files noted power cable disconnect, low power hazard and no external power events on 14nov2022 due to power to mobile power unit being briefly interrupted. The patient exchanged their system controller and the alarms resolved. System controller MFR# 2916596-2023-00076.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit was confirmed via the submitted and downloaded log files. The heartmate mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis. Additionally, the submitted and downloaded log files from the returned controller addressed in (pi-2022-0195304-01) contained combined relevant data spanning approximately 23 days (14nov2022 ¿ 14dec2022 per the timestamp). The log files captured low voltage hazard, power cable disconnect, and no external power alarms on 14nov2022 at 21:04:55 to 21:04:59 when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Pump speed was not affected by the alarms. Provided information stated that the ac power cord did not come loose at the wall outlet, the ac power cord did not come loose from the back of the unit, it is unknown if there were any environmental circumstances that would have affected ac power at the time of the reported event, and the cause of the power cable disconnect, low voltage hazard, and no external power alarms on the mpu was not identified. Multiple attempts were made to obtain additional information about the reported event such as if it was clarified if the mpu has a v-lock connector on the ac power cord, if the cause of the power cable disconnect, low voltage hazard, and no external power alarms on the mpu were identified, and the product return status of the controller; however, no response was given. The root cause of the reported event could not be determined through this analysis; however, a loss of ac power to the mobile power unit could have contributed to the event. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.